Event description:
It was reported to technical services that the external pulse generator's ventricular output connector was broken. It was stated on the return paperwork that the atrium receptacle was damaged. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial output connector was broken but was unable to confirm that the ventricular output connector was broken. Analysis also found that the upper and lower cases, side bail covers and ring cover were broken, that the battery release, battery drawer and lead flex cover were contaminated, that the ring cover screw installed by the customer was the wrong part, that the battery contacts were compressed and the keyboard scratched. All found defective parts were replaced. (B)(4).